Manufacturer narrative:
(B)(4) - follow up for device evaluation it was reported an incorrect needle was mixed in. To aid in the investigation, a strip of five sealed packaging blisters and two photos were received for evaluation by our quality team. A visual inspection was performed, and one of the packaging blisters has a different needle assembly. The two photos provided show the samples received. No other defects or imperfections were observed/ this defect could occur if, during line clearance, the unit was not detected. A device history record review was completed for provided material number (B)(4), lot 2299263. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received mat#: (B)(4) batch#: 2299263 it was reported by customer that they found an incorrect needle in with the 23gx1¿ precision glide needle. Lot: 2299263 exp: 12-31-2027. Verbatim: rcc received complaint via email. Email(s) attached. We found an incorrect needle in with the 23gx1¿ precision glide needle. Lot: 2299263 exp: 12-31-2027 17oct2023 ¿ date of event: (B)(6) 2023 ¿ event was noted before use on patient ¿ no change or delay in treatment ¿ preparing anaphylaxis kits to send to the home for patients ¿ yes sample is available : xxx.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0205 - packaging problem (3007).

Event description:
Mat#: 305145 batch#: 2299263. It was reported by customer that they found an incorrect needle in with the 23gx1¿ precision glide needle. Lot: 2299263 exp: 12-31-2027. Verbatim: rcc received complaint via email. Email(s) attached. We found an incorrect needle in with the 23gx1¿ precision glide needle. Lot: 2299263 exp: 12-31-2027. 17oct2023. ¿ date of event: 09/06/2023. ¿ event was noted before use on patient. ¿ no change or delay in treatment. ¿ preparing anaphylaxis kits to send to the home for patients ¿ yes sample is available : xxx